Manufacturer narrative:
B2 - other serious or important medical events - retained foreign object. The broken tip of the tap was left in the patient's pedicle. D4 lot number - unknown. H4 device manufacture date - unknown without lot identification. H3 device evaluation - without the ability to examine the complaint product, no conclusions could be drawn regarding the root cause of the reported issue. Without lot identity, device history record review and lot specific complaint history is not possible. Two-year complaint history review found this to be the only report for this part number. No corrective actions are recommended. Should the product be received a follow-up medwatch report will be filed upon completion of investigation.

Event description:
It was reported that a procedure was performed on (B)(6) 2024. While tapping the pedicle the pedicle screw tap assembly - 6.5mm (39-sp-0565) tip broke off in the patient's bone with the threads buried. After repeated attempts to remove the tap, it was deemed it could not be safely removed and was left in the patient.